Event description:
It was reported the patient missed a refill in july 2013 due to insurance authorization. It was also reported at that time the patient¿s dose was cut by 51% to 310 mcg/day. It was noted the patient was doing well at this dose and so at the next refill in november the healthcare provider (hcp) did not change it. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n188532018, implanted: (B)(6) 2009, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient experienced symptoms of underdose and return of some spasticity.